Event description:
Patient reported a blood glucose level on (B)(6) 2013 at 6:47 pm of 199 mg/dl. Patient stated after the measurement he ate dinner with 12 be and a bolus of 21.8 units of insulin. Patient reported he retested at 7:33 pm with a reading of 276 mg/dl; he ate chocolate and 5 be and gave a bolus of 9 units of insulin. Patient stated at 8:54 pm he had a blood glucose level of 303 mg/dl and he ate fruit with 5 be and gave a bolus of 10.1 units of insulin. Patient reported he went to bed at 10 pm and in the night on (B)(6) 2013 at 1:30 am he woke his wife up because he was sweating and shaking in the bed. Patient stated his wife gave him an injection of glucagon. Patient reported his next blood glucose level was at 2:06 am with a result of 100 mg/dl. Patient's normal blood glucose range was not provided. Patient stated he did not need a doctor or nurse and was not in the hospital. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed that all programmed boluses were delivered as intended. The problem mentioned by the customer could not be reproduced.